Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the paddles will fall off. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the paddles. However, the device is at end-of-life. With this in mind the customer has refused any device servicing. The device remains at the customer site and no further evaluation is warranted at this time.